Event description:
It was reported that the proteus xr/a table top was moving in all axes without resistance. There was neither injury reported no pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as a result of the bidirectional free movement of the table.

Manufacturer narrative:
The ge engineer (fe) evaluated the system and found that the foot pedal was not closing the contact with the optical switch on the circuit board in the table that prevented the table locks from engaging. The fe fixed the issue and verified that the pedal and locks were performing within specifications. The system was returned to svc.